Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80104 pta dilatation catheter allegedly experienced a leak. This information was received from one source. This malfunction involved a patient with no consequences. The male patient was 49 yo. Weight of the patient was not provided.

Manufacturer narrative:
H10: for the one reportable malfunction, the file was reassessed for reportability and determined to be no longer reportable. H10: the lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80104 pta dilatation catheter allegedly experienced a leak. This information was received from one source. This malfunction involved a patient with no consequences. The male patient was (B)(6) yo. Weight of the patient was not provided.